Event description:
It was reported that during an unknown procedure the consultant surgeon was using the device when one of the shear tips snapped off inside the patient. He found the tip and removed it.

Manufacturer narrative:
(B)(4). Date sent: 5/17/2023. D4 batch #: unknown additional information was requested and the following was obtained: ¿ did the active titanium blade break off? Yes ¿ did the white tissue pad break off? Not known ¿ is the white tissue pad completely missing from the clamp arm of the device? Not known ¿ how was the tip removed? Tip removed form patient ¿ did the patient experience any adverse consequences due to this issue? Blade removed from patient. No adverse consequences flagged. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2023. A manufacturing record evaluation was performed for the finished device lot number, w7033j, and no non-conformance were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.